Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was defective.

Manufacturer narrative:
While the suspect device was not sent to the manufacturer's investigation unit, photograph(s) of the suspect device were sent. The display issue was confirmed by examining the photographic evidence.